Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. This report is for one (1) unknown blade. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Additional device product code is hwc. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation and has been reportedly discarded by the reporting facility. The 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to postoperative breakage of an unknown short proximal femoral nail antirotation (pfna) at the proximal nail aperture. The patient was initially implanted on (B)(6) 2016 with the unknown pfna and blade (dynamic locking mode) to treat a complex intertrochanteric fracture. During the (B)(6) 2016 revision surgery, the pfna nail and blade were removed and the patient was revised with an unknown ztemp trochanteric fixation nail¿advanced (tfna) 235mm and an unknown ztemp -tfna screw. The patient has osteoporosis and is a heavy smoker. The surgeon stated that the device breakage is due to the patient comorbidities and the complexity of the fractures. This report addresses the first revision surgery. Please see related complaint, (B)(4), which addresses and reports a second revision surgery associated with this patient. Screw: (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown blade. This report is 2 of 2 for (B)(4).